Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid between the prosthesis and the capsule. Multiple folds and impression of defects.

Event description:
Medical staff reported "the left implant shows loss of the normal contour with fluid between the prosthesis and the capsule. Multiple folds and impression of defects. This suggests a prosthesis rupture.'' The record relates to the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Creases/folding of implant: not observed. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. No additional observations are performed.

Event description:
Device has been explanted.

Event description:
Medical staff reported "the left implant shows loss of the normal contour with fluid between the prosthesis and the capsule. Multiple folds and impression of defects. This suggests a prosthesis rupture.'' The record relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification). ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ creases/folding of implant: observed, flat creases. Additional observations: ¿ nick is observed assessed as non-penetrating nick.